Manufacturer narrative:
The pod arrived not deployed. A rotational sensor malfunction was observed, causing first prime to end prematurely at 36 pulses. After 46 total priming pulses, the ratchet gear did not advance enough for the firing flat and release bar to align, preventing the needle mechanism from deploying as intended. Rotational malfunctions were replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the rotational malfunctions and subsequent needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: tp1a.220624.014.g981usqschyc1 hardware: sm-g981u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle failed to deploy the cannula into the skin. (She attempted to apply the pod, but the cannula did not insert into her skin.) This indicated a needle mechanism failure. The pod was not worn and there was no reported effect on the patient's glucose level.